Event description:
A patient reportedly had high impedance identified on a system diagnostic test. The patient's family decided to leave the device programmed on after the high impedance was seen. X-rays were reportedly reviewed by the patient's physician but were unable to provide a definitive cause for the high impedance. No known surgical intervention has been reported to date.